Event description:
The user facility reported that when closing the safety cover, the needle stuck the employee resulting in a needlestick. Additional information was received on 23aug2024: the needle stick occurred on (B)(6) 2024. The medical assistant was activating the safety shield against a hard surface. The patient and source were tested for hiv, hep b and hep c. No blood loss occurred; the needle stick did not bleed. The medical assistant was stable.

Manufacturer narrative:
A2: date of birth: requested, not provided. A3b: gender: n/arequested, not provided. D4: expiration date: requested, not provided. D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual sample was not available for evaluation. Instead, reference photos were received. The sheath for the sg3 needle is activated, but the needle is bent out of it. Retention samples were visually inspected and found to be free of any damage and bent needles. Sheath activation and deactivation were performed on the samples, and all passed. Our cannula is a supplied raw material that complies with iso 9626, particularly on stiffness and breakage. From the previous two fiscal years to the present, we received a total of seventeen (17) complaints for the same issue, the cause of which was not identified as being related to our product or the manufacturing process. The cause of the complaint is not related to our product or manufacturing process. A review of the product's lot history file revealed no related issues that would cause the needle to bend out of the sheath during activation, resulting in a needlestick to the user. We have routine inspections to check the condition of the products. The components that are critical to the product's safety activation are checked to ensure that no defects occur that could result in sheath activation issues and needlesticks. We perform an outgoing inspection prior to shipment to ensure the overall condition of the needles. Our process is assured, and the complaint is unrelated to our manufacturing process. We recommend following the instructions for use (IFU) for proper use of the sg3 needle, which include cautions, precautions, and warnings to avoid needlesticks. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.